Event description:
The patient's stimulation has not been working for 'a little bit'. She needed to find a new health care provider due to new health insurance and relocating. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received in late october 2013 reported the patient experienced a loss of therapeutic effect. The patient was having intermittent problems with the device and sporadic symptoms. The patient was not feeling stimulation. They felt it in the buttocks area by the device instead of the vaginal area. It was stated that sometimes it got better. Overall since implant, the patient had seen an improvement but it did not resolve their symptoms like it did right after implant. No falls or traumas were noted and settings had been adjusted a few times. It was indicated the lead "might be broken." Information received about month and half later indicated the device had not been working. It was stated the patient met with the manufacturer representative about a year and a half ago and it was determined the lead wire was broken. The patient saw their doctor and manufacturer representative on (B)(6) 2013 and replacing the lead wire was discussed. No falls or "any immense" pressure on the device was noted. The problem was described as "the impedance wire had a break or slit within the impedance wire" and it needed to be replaced. Migration was suspected at first, but x-rays showed that the lead was placed appropriately. Impedances were measured to be "4,000 on each impedance meaning there was no connectivity." About a month later, it was stated that impedances were checked after an x-ray showed "nothing, fracture, or otherwise." The exact date of the x-ray was unknown, but it was a little over a year prior. It was determined that the lead was "likely fractured" and they programmed around it. This resolved the issue and the patient was getting good therapy until recently. A lead revision had been scheduled for (B)(6) 2014 as the patient was out of programs to try. A follow second follow up report will be sent if additional information is received.

Event description:
Additional information received clarified that 1.5 years ago some of the electrode settings were greater than 4,000 ohms. The patient had other electrode configurations that were functioning and within proper range. The patient was set on 4 working programs and sent home. It was noted the lead was to be replaced on the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported both the lead and the implantable neurostimulator were replaced. The patient was doing well and therapy impedances were in ¿proper¿ range.

Manufacturer narrative:
Lead model 3889-28, lot# v118913, implanted: 2009 (B)(6), programmer model 3037, serial# (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the tined lead found that all conductors were broken near the tines.